Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately eleven weeks post implantable pulse generator (ipg) replacement,  that the patient developed pocket infection, erosion and wound dehiscence. The ipg was explanted and the leads were inactivated. The patient may receive a leadless pacemaker as replacement at a later date. No further patient complications have been reported as a result of this event.